Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and device expulsion ("migration of the device/migration of essure device location of device: uterine cavity") in a (B)(6) year-old female patient who had essure (batch no. 626165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced complication of device insertion ("other injury(ies) or complication : insertion injury"). On (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines/headaches") and abdominal pain ("pain abdominal area"). The patient was treated with surgery (d&c). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, device expulsion, menstrual disorder, depression, anxiety, dysmenorrhoea, complication of device insertion, migraine and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: she does not have definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: pfs received: new events: migraines, headache and pain abdominal area were added, event device dislocation updated with device expulsion, reporter added. She underwent d&c, essure was not removed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and device expulsion ('migration of the device/migration of essure device location of device: uterine cavity') in a 32-year-old female patient who had essure (batch no. 626165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and norethisterone (micronor). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced complication of device insertion ("other injury(ies) or complication : insertion injury"). In april 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and headache ("headaches"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and abdominal pain ("pain abdominal area"). The patient was treated with surgery (d&c). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, device expulsion, menstrual disorder, depression, anxiety, dysmenorrhoea, complication of device insertion, headache and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device expulsion, dysmenorrhoea, headache, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: she does not have definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporters information updated. Event: migraines / headaches were updated to headache. Concomitant drugs were added. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and device expulsion ('migration of the device/migration of essure device location of device: uterine cavity') in a 32-year-old female patient who had essure (batch no. 626165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) and norethisterone (micronor). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced complication of device insertion ("other injury(ies) or complication : insertion injury"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and abdominal pain ("pain abdominal area"). The patient was treated with naproxen sodium (aleve), paracetamol (tylenol) and surgery (d&c). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, device expulsion, menstrual disorder, depression, anxiety, dysmenorrhoea, complication of device insertion, abdominal pain and headache had not resolved and the migraine outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device expulsion, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: she does not have definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received- new event migraines were added. New reporter, treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.